Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: please note that it was inadvertently reported that the device was received on 1/26/2025 on the initial medwatch report. The device return date has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: during complaint investigation it was determined that the root cause of the reported failure required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the handpiece device had high output/power, and moving parts of the trigger of the device did not move smoothly. It was further determined that the device failed pretest for check for sticky triggers and check the power with the power test bench. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: please note that it was inadvertently reported that the device was received on 1/27/2025 on the previous supplemental medwatch report. The device return date has been updated accordingly. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the reverse function of the handpiece device was not working properly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had a sticky trigger was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: the date device returned to manufacturer has been updated to reflect the correct information. H10 additional narrative: during complaint investigation it was determined that the device evaluation required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the handpiece device had high output/power, and moving parts of the trigger of the device did not move smoothly. It was further determined that the device failed pretest for check for sticky triggers and check the power with the power test bench. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that while using the handpiece device the reverse function was not working properly when used with the quick coupling device. It was reported that the handpiece was abnormally slow in the function, while in forward seemed to be working fine. It was reported that the battery was switched, and the same issue occurred. It was reported that and alternative drill worked perfect. During in-house engineering evaluation it was determined that the device had a sticky trigger. It was not reported if the event occurred during a surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in december of 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the reverse function was not working properly was not confirmed. Therefore, assignable root cause was not determined. However, it was determined that device had high output, limited trigger movement range, and a sticky trigger. It was further determined that the device failed pretest for check for sticky triggers and check speed with tacho meter and power supply. The assignable root cause of this condition was determined to be traced to component failure due to wear.